Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was triple clicking and failed to open. A field service engineer (fse) removed the back panel and released the drawer to inspect the slide rails. The rails on both sides were replaced and tested using the emergency release lever, but the drawer remained sticky. Upon fully opening the drawer, an overstuffed pocket in row e was found obstructing movement. The jam was cleared, and the pocket lid previously sticking up was adjusted, allowing the drawer to open and close smoothly. The customer was advised to load medication into a size-appropriate pocket. A hardware test was run with no issues, and the station was restarted to complete the resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system drawer 6 was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.